Manufacturer narrative:
(B)(4). Batch # p9499d. Investigation summary: the device was received with a "b-form" shape mark in the blade. In addition a remaining portion of the clicker was received inside of the bag. The device was connected to a gen11. During functional testing on the generator, although the device did activate, there was no audible feedback sound from the instrument when the clamp arm was fully closed. The instrument was disassembled to inspect internal components and the closure indicator was broken and not making contact with the moving trigger. If the device is activated across a clip, staple line or other metal in the jaws, it is possible that the generator will display an alert screen, and after receiving two consecutive alerts screens a "replace instrument" alert screen will be displayed by the generator. However no alert screen was displayed at any time during the test of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what caused the issue of the broken clicker. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a vats esophagectomy, it was found that the black coating of the blade tip was peeled off. The device was used for the dissection of the middle and inferior mediastinum, and the power level was 3. No error was displayed. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.